Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent an interspinous process decompression and an interspinous spacer was implanted approximately 5 years ago. Since the interspinous spacer was implanted, the patient reports having "aches and pains in almost every part of the body", however, the only diagnosis the patient has received is fibromyalgia. According to the report, another orthopedic doctor recently examined the patient, took x-rays and told the patient that the implant "apparently didn¿t work". The patient reports still having "spinal stenosis in the same spot". No further information was reported.